Event description:
The ve lvas was implanted in 2001. In 2002, the facility's nurse informed the MFR's rep of the following: the facility's nurse stated that the vad was having problems. Black particulate matter was coming out of it. The MFR. Has no record of the facility attempting to contact the MFR's field service for assistance regarding this matter prior to removal. Nine days later, the facility's lvad coordinator informed the MFR's manager, clinical services & education that the pt went to the clinic in 2002, complaining of various beeps from system controller during the previous night. When they saw pt, they looked pale and weak. Pt's system controller was alarming both red and yellow alarms. When they hooked pt to a power base unit (pbu), the alarms were low beat rate. Power limit advisory, low flow and low stroke volume. The system controller was changed and the same alarms were present and a gray-powder like graphite material came out of the vad. During the visit, the pump would stop and pause, then start up again. When asked, the pt's spouse stated that the pump was doing this throughout the night. The pt was then placed on pneumatic support which pt maintained for 9 days. The pump was explanted in 2002: the facility's lvad coordinator was following up with or personnel to locate the device perc lead and boot so they can be returned with the explanted pump for eval. No further details were provided.